Event description:
The nurse reported the system stopped working during surgery. The surgeon completed the surgery with a cryopexy probe. There was a 15 minute delay. The pt was under general anesthesia, which was prolonged.

Manufacturer narrative:
Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).